Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 3.0x48mm xience xpedition stent delivery system (sds) was attempted to cross the lesion but failed due to anatomy. Resistance was met with anatomy during advancement and removal. The procedure was successfully completed with no further treatment performed. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 3.0x48mm xience xpedition stent delivery system (sds) was attempted to cross the lesion but failed due to anatomy. Resistance was met with anatomy during advancement and removal. The procedure was successfully completed with no further treatment performed. There were no adverse patient effects and no clinically significant delay. Additional information received subsequent to filing the initial report: it is unknown what resistance was met with during removal of the xience xpedition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.